Event description:
On (B)(6) 2018, a 23mm trifecta gt valve was chosen for implant. During implantation of the valve, the surgeon noticed that the valve profile was too high for the sino-tubular junction of the patient. Per report the aorta was a bit curved and one stent post pushed into the aortic wall. As a result, the valve stayed open and could not close completely. The surgeon tried to widen the aorta with a patch and the first echo looked good. Patient went to ICU, but during the night the surgeon had to reoperate on the patient. The trifecta gt valve was explanted and a 23mm edwards paramount magna ease was implanted as a replacement with a lower profile. Patient is reported to be stable. The valve was discarded at the hospital and not made available for return.

Manufacturer narrative:
An event of a coaptation issue was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.